Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage during the placement of the peripheral venous line. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french: "(B)(6) 2022 : during the placement of a peripheral venous line (vvp) infusion, leakage of the obturator plug due to significant venous return".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-jul-2022. H6: investigation summary: bd received eight q-syte close luer access devices from lot 1274374 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible defects with the devices. Next, the engineer attempted to recreate the reported condition by performing a leak test on each device and found leakage coming from the vent holes of the top body on 3 of the 8 devices. This type of leakage is indicative of a column tear so the engineer dissected the damaged devices and inspected the columns of the failed units. The investigator could see damage on each unit and holes on the column wall near the bottom disk. In addition, units 2 and 3 had holes near the slit on the bottom disk. Therefore, based off the visual inspection and testing the engineer was able to verify the reported condition. Unfortunately, due to the observed damage and the fact that the devices were received open and used the engineer could not determine a definitive root cause.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage during the placement of the peripheral venous line. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french: "04-jul-2022 : during the placement of a peripheral venous line (vvp) infusion, leakage of the obturator plug due to significant venous return".